Manufacturer narrative:
The device was received at elective replacement battery level. The implant duration exceeds 75% of the total projected longevity based on field settings and is considered normal battery depletion. Analysis of the device image found that the elective replacement indicator had been triggered falsely due to increased pacing requirements and the enabling of additional device features. Further analysis of the extracted battery data found no anomalies in the battery trend. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the reported premature battery depletion could not be confirmed.

Event description:
During previous follow-up, the estimated longevity of the device was more than a year. In a recent follow-up, the device was at elective replacement indicator (eri), premature eri was suspected. The device was explanted and replaced. The patient was stable.